Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was evaluated by a third-party service center and the customer's complaint was not duplicated. The device operated and alarmed as designed. In addition of the above evaluation, the device's front enclosure, rear enclosure, handle, top plate and filter duct were replaced due to cosmetic damage and replaced obm due to loose component, which was not related to the malfunction/issue. H3 other text : device was evaluated by third party service center.